Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was in the 200 (mg/dl) range; however, an exact bg value was unable to be provided. The customer confirmed that an alternate method of insulin delivery would be obtained. Tandem technical support offered to follow up with the customer to verify if back up therapy was obtained; however, the customer declined.